Event description:
User received instrument hardware errors and noted the wiring to the rt2 assembly appeared to be burned. No smoke or fire were (or had been) present. No patient samples were involved in the issue and no users were harmed. The field service representative determined the cause was a broken sensor wire and he replaced the sensor. He performed analyzer initialization which was successful.